Manufacturer narrative:
An event regarding dislocation involving a tritanium shell reported. The reported event did not allege any deficiency of the subject acetabular shell. There is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time.

Event description:
It was reported that the hip dislocated several times. New cup put in and mdm liner used. Hip very stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the hip dislocated several times. New cup put in and mdm liner used. Hip very stable.